Manufacturer narrative:
The field service engineer determined there was a blockage in some rinse station tubing. A new tubing was fitted. A reagent probe arm cover was worn and loose, so this was replaced. Wash levels were adjusted. All other nozzles on all rinse stations were cleaned and tubes were checked for blockages and leaks. All checked tubing was ok. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crep2 creatinine plus ver.2. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a creatinine value of 184 umol/l, repeating as 84 umol/l. The second sample initially resulted with a creatinine value of 585 umol/l, repeating as 62 umol/l. The creatinine reagent lot was 51553801. The reagent expiration date was requested, but not provided.